Event description:
The reporter stated, the technician had a problem loading an aq2015a silicone aspheric three piece lens into the cartridge, there was no patient contact. The reporter stated, it was not due to a loading error. It was unknown if there was any lens damage.

Manufacturer narrative:
(B) (4). (B) (4).